Event description:
The customer reported via phone call that the insulin pump had a voltage error, unexpected re-start, and a13 alarm. It was also stated that the insulin pump screams after they change the battery. The unexpected re-start alarm occured when the battery was changed. The blood glucose reading at the time of the incident was unknown. The insulin pump had a blank display during the phone call and it did not come back on. The history showed a signal to low, unexpected re-start, and a13 alarm. It was also stated that the screen had scratches which may have been caused by the keys in their pockets. The insulin pump was exposed to a magnetic field. The customer was advised to discontinue use of the insulin pump and to revert to their back-up plan. The insulin pump will be replaced.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump was programmed and monitored. No display anomaly, unexpected battery type alarms, unexpected reset, time/clock, alarms, audio/beep anomaly, battery out limit alarm or blank display anomaly noted. The pump passed the displacement, rewind, basic occlusion, self test and error tests. All operating currents were within specification. The off no power alarm functioned properly. The pump was unable to prime during the prime test due to a faulty force sensor. Unable to perform the occlusion or excessive no delivery tests due to the prime/fill anomaly. The pump also had minor scratches on the display window, a scratched reservoir tube window, and a cracked reservoir tube lip. The motor was tested outside of the device, and it passed. No damage was noted on the isolation tape, lcd board or lcd glass.